Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("dysfunction uterine bleeding"), nausea ("nausea"), menometrorrhagia ("menometrorrhagia"), rash ("skin rashes"), back pain ("back pain"), fatigue ("fatigue") and urinary tract infection ("uti"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abnormal uterine bleeding, nausea, menometrorrhagia, rash, back pain, fatigue and urinary tract infection outcome was unknown. The reporter considered abnormal uterine bleeding, back pain, fatigue, menometrorrhagia, nausea, pelvic pain, rash and urinary tract infection to be related to essure. The reporter commented: hysteroscope was then placed into the uterus and confirmed 3 locations at the fundus consistent with uterine perforations each 2 mm in size a total of 3 coils were seen from the right tubal ostia, total of the 5 rings were seen on left most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, removal details, lot number added. Removal surgery added for event pelvic pain. Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("dysfunction uterine bleeding"), nausea ("nausea"), menometrorrhagia ("menometrorrhagia"), rash ("skin rashes"), back pain ("back pain"), fatigue ("fatigue") and urinary tract infection ("uti"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abnormal uterine bleeding, nausea, menometrorrhagia, rash, back pain, fatigue and urinary tract infection outcome was unknown. The reporter considered abnormal uterine bleeding, back pain, fatigue, menometrorrhagia, nausea, pelvic pain, rash and urinary tract infection to be related to essure. The reporter commented: hysteroscope was then placed into the uterus and confirmed 3 locations at the fundus consistent with uterine perforations each 2 mm in size a total of 3 coils were seen from the right tubal ostia, total of the 5 rings were seen on left quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.